Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Dirty plunger shafts vendor ref number: 301025 po: (B)(4) lot: 386450. Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? The defect was found 01/29/2025 when pulling stock for kit building. 2. Lot number [386450] was not found in our records. Could you please provide the correct lot number? My apologies, the lot number is 4290834 and the po is (B)(4). 3. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? Yes. How many samples would you like? The address that samples will ship from is (B)(6).

Event description:
No additional information provided.

Manufacturer narrative:
Two photos and eleven 1 ml slip-tip syringes (p/n 301025) were received and thoroughly evaluated. The first photo shows a close-up of a stopper attached to a plunger with multiple unknown dark foreign material (fm) spots larger than level 4. The second photo depicts four fully assembled loose syringes, highlighting the plungers' unknown dark fm. Additionally, eleven physical samples were received, and after a thorough evaluation, the unknown dark fm was found to be loose in all the samples and matched the description in the photos. This condition does not conform to the product specifications. An ftir analysis was conducted at the vernon hills facility; however, the results were inconclusive. The potential root cause for the fm outside the fp defect is associated with the assembly process. We will continue monitoring the complaint trend for the product and symptoms. Batch 4290834 is considered in compliance with our product specification requirements.